Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, atrio-ventricular (av) block and mild paravalvular leak (pvl) occurred. A permanent pacemaker was subsequently implanted on the same day as the valve implant. No treatment was reported for the pvl. Following the valve implant, no pvl was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: concomitant product ID d-evolutfx-2329; product type: 0195-heart valves; implant date na ; explant date na . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.